Event description:
Additional information was received confirming the event occurred during preventive maintenance. It was not known when the issue started. The device was not used on a patient.

Manufacturer narrative:
D4: UDI - (B)(4). H6: evaluation codes updated. Device evaluation: one device was received. A visual inspection found that two small knobs are missing. During the functional testing, it was found that the cycle light and CPAP was out of spec. The cause of the issue was found to be that the specs changed over time. The CPAP knobs and cycle light were recalibrated. The MRI battery, sintered filter and o rings were replaced as well as the missing knobs. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. For all enquiries or follow-up questions related to the record, do not use regulatory.responses@smiths-medical.com located in sections g.1. Please direct those to the following: regulatory.responses@icumed.com.

Event description:
It was reported that the device failed preventive maintenance. No patient involvement.

Manufacturer narrative:
Other text: b3: date of event is unknown, no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.